Event description:
The customer reported hemoglobin (hgb) daily check failures on a unicel dxh 800 coulter cellular analysis system. The customer troubleshooted the instrument with the help of beckman coulter (bec) customer technical support (cts) and was unable to resolve the issue. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the hgb daily check failures. The fse cleaned film build up from the interior of the hgb chamber resolving the issue. (B)(4).